Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient called to report capsular contracture. Patient stated the baker grades were between "one or two" or "two or three" but was unable to confirm. Patient stated the right side was worse then the left. Patient also reported implants "moving around". Healthcare provider confirmed right side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07jun2024.

Event description:
Patient called to report capsular contracture. Patient stated the baker grades were between "one or two" or "two or three" but was unable to confirm. Patient stated the right side was worse then the left. Patient also reported implants "moving around". Healthcare provider confirmed right side capsular contracture baker grade iii/IV. The device has been explanted.

Event description:
Patient called to report capsular contracture. Patient stated the baker grades were between "one or two" or "two or three" but was unable to confirm. Patient stated the right side was worse then the left. Patient also reported implants "moving around". Healthcare professional confirmed capsular contracture baker grade iii/IV. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Device has been explanted and replaced.